Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the right atrial lead was capped and replaced due to noise. The device was prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. No further information is available.